Event description:
Complainant alleged that during while attempting to treat a patient, the device powered on w/o display. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll med corp received the product and will be providing a follow-up report when our investigation is completed.